Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2014 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the display issue, the keypad was found to be missing. Evaluation revealed that the contrast keypad button was unresponsive. Contamination was found under the contrast key contact. The contrast contact was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of the investigation performed on 11/05/2014.